Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was fully detached (all screws holding the panel were ripped off). The nurse informed that the side rail was damaged by the patient. According to the instruction for use for citadel plus bed (IFU 831.374 rev. I), "the caregiver should always aid patient in exiting the bed." The safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the right foot side rail was detached and the left side rail was damaged. The device was in use when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Event description:
The right foot side rail panel detachment was observed by the arjo representative. Based on the photographic evidence provided, all screws holding the panel to the metal plate were ripped off. The bed frame was in use by a patient at that time. No injury was claimed.